Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device remains implanted.

Event description:
It was reported that patient's right knee was revised in (B)(6) 2018 with the removal of a screw from a t2 nail. In (B)(6) 2019, surgeon pronounced patient as 70% healed (range-of-motion issues) and nothing further could be done. Patient continues to need crutches to ambulate.

Manufacturer narrative:
The anatomical location of the described event narrows down the applicable device to a t2 femur nail. The reported event that t2 nail was alleged of non-union could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that patient's right knee was revised in (B)(6) 2018 with the removal of a screw from a t2 nail. In (B)(6) 2019, surgeon pronounced patient as 70% healed (range-of-motion issues) and nothing further could be done. Patient continues to need crutches to ambulate.